Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test in 2008 indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.